Manufacturer narrative:
The insulin pump was unable to prime during the prime and compromised force sensor system test. The insulin pump passed the displacement test, rewind test, basic occlusion test, self-test, and unexpected restart alarm test. The insulin pump passed all operating currents tested within the specifications range and passed the off no power test. The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, and minor scratches on display window.

Event description:
The customer's mother reported via phone call that the battery compartment was damaged. There was a crack and a piece was missing. They noticed the damage during a battery change. The customer's blood glucose level at the time of the incident was between 150 mg/dl and 300 mg/dl. They declined troubleshooting for the high blood glucose. The device was returned for analysis.